Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer¿s blood glucose.